Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was not responding to touch or stylus, and appeared to be stuck in the top middle area of the screen. Troubleshooting steps were taken, but the issue remained. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.